Event description:
It was reported that the customer called in due to the unit not turning on. Rep advised to try different outlets but unit still did not power on she also mentioned water coming down the unit when she turned it over to get sn. Rep sent new power cord. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided per additional information received via email on 14nov2025, there was no injury to the patient. Impact to the patient was patient was unable to be connected to the pure wick at night and needed to wake up multiple times and walk to the bathroom to be changed and urinate which put her at an increased risk for falls and recurrent utis, which she suffers from. The device has not been replaced.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. If the purewick¿ urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: - cracks. - separated housing. - not suctioning properly or no suction. - damaged power cord. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in due to the unit not turning on. Rep advised to try different outlets but unit still did not power on she also mentioned water coming down the unit when she turned it over to get sn. Rep sent new power cord. Used with flex wicks. No additional information provided. It's unclear if troubleshooting was provided per additional information received via email on 14nov2025, there was no injury to the patient. Impact to the patient was patient was unable to be connected to the pure wick at night and needed to wake up multiple times and walk to the bathroom to be changed and urinate which put her at an increased risk for falls and recurrent utis, which she suffers from. The device has not been replaced.